Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc could not turn on. Troubleshooting found that the bios parameters of the host pc needed to be updated to account for the fault in the dehumidifier located in the system room. The fse adjusted the bios parameters and coordinated with the hospital to service the faulty dehumidifier. After the bios parameters were adjusted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.